Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was faulty hall effect board. The device was returned to the customer unrepaired.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor pump with a condition of "constant triple alarm". During service at baxter, a technician discovered that there was a constant alarm when attempting to run the device. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.